Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.3, lab: 8.8. Pt's therapeutic range: 2-3 inr. Pt started on vitamin k on (B)(6) 2010.